Manufacturer narrative:
The repair for this device cannot be conducted at this time due to the power cord being on backorder. The material has already been requested and an order for the part was placed to conduct the repair of the device. The material ordered aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The service engineer (se) reported that the power cord was replaced. It was reported that the device was restored to factory settings, and all test and verification procedures were performed to certify the return of the device to working conditions.

Manufacturer narrative:
E1 reporter phone number - (B)(6). H11 updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report #. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's power cable was not passing the electrical safety tests. The device was outside of clinical use at the time of the reported event. There was no report of patient or user harm.